Manufacturer narrative:
(B)(4). During service no issues with the stocker generator were found. Functional and safety test were done as well preventative maintenance. The device history record for stockert 70 rf generator, serial # (B)(4) was performed and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.concomitant products used during the procedure:carto 3 systemmodel #: m-4800-01serial #: (B)(4)cool flow irrigation pumpmodel #: m-5491-02serial #:(B)(4)ez steer thermocool navigation catheter (product discarded by the hospital)model #: d-1292-04-slot #.: 15323022m(B)(4).

Event description:
It was reported that after completing an afib procedure, a skin burn of a nickel size was noted under the grounding patch (B)(4). The skin burn was small, and looked like a blister. The degree of skin burn was unknown. The patient declined further intervention during the hospitalization and was currently following-up with the clinic. Silvadene may have been applied since it is the facility's standard procedure, however it was not confirmed. Patient's follow-up visit on (B)(4) 2011 noted that the blister on the patient's back was noted approx. 0.8 inch x 0.3 inch during this visit. Patient stated that skin burn has been healing. Patient continued to apply silvadene to the site. The lab manager stated that there was no notable malfunction of the stockert generator during use. No generator setting was provided.